Event description:
It was reported that this right atrial (ra) lead was attempted during the implant procedure. This lead exhibited impedances of over 3000 ohms. The physician suspected the lead was damaged during the sheath removal. A new ra lead was then successfully implanted. No adverse patient effects were reported. The device is expected to be returned for analysis. The device was subsequently returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed coil deformation and cuts in the insulation and the anode coil. Visual inspection noted a cut anode conductor 118-122 mm from the terminal end. Testing was completed to assess lead electrical performance. Measurements were consistent with the conductor damage reported. The reported clinical observations of high impedance measurements were confirmed and are likely the result of the induced lead damage observed by the laboratory. Analysis concluded the event was likely a result of an unintended use error. The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right atrial (ra) lead was attempted during the implant procedure. This lead exhibited impedances of over 3000 ohms. The physician suspected the lead was damaged during the sheath removal. A new ra lead was then successfully implanted. No adverse patient effects were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right atrial (ra) lead was attempted during the implant procedure. This lead exhibited impedances of over 3000 ohms. The physician suspected the lead was damaged during the sheath removal. A new ra lead was then successfully implanted. No adverse patient effects were reported. The device is expected to be returned for analysis.